Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown, information not provided, if implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. Device evaluated by MFR: the intraocular lens (iol) was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that dib00 cartridge tip was cracked when surgeon was advancing the iol. The tip of the cartridge was in contact of the patient's eye while lens was still in cartridge. The account used balanced salt solution (bss) which was at room temperature. It was confirmed that there were no delays in the surgery before an attempt was made to advance the lens and that the lens was not positioned closer to the tip of the cartridge than normal. There is no injury or harm to the patient and no intervention was done. No further information is provided.

Manufacturer narrative:
Additional information: section a2: date of birth - (B)(6) 1958; section d9: device available for evaluation? Yes; section d9: returned to manufacturer: yes; section d9: date returned to manufacturer: 01/14/2022; section h3: device evaluated by manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed a lens stuck inside of the cartridge and with a crack on the cartridge tip. The handpiece was inspected, and no assembly issues were identified. The complaint issue could be confirmed; however, this may be attributed to an inadequate amount of ovd (ophthalmic viscosurgical device) and excessive force, suggested by the trace amounts of viscoelastic residue in the cartridge, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.